Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer inspected the latch, assembly, and door board, and no malfunctions or damage were found. Access was gained to the hardware testing application to test door functionality, and all tests passed successfully. The external cable was found unplugged and was reconnected to restore power to the smart remote manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a the refrigerator was not detected on the bus and displayed a ¿device not detected on bus¿ error. As a result, the refrigerator was unusable at the time the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.